Event description:
On (B)(6) 2011, the lay-user/patient contacted animas alleging that the pump had a power issue and would not power on. The patient reportedly developed a blood glucose (bg) level of "483 mg/dl." Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump would not power on. However, there is no evidence that the device contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, or treatment that meet animas' criteria for a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump would not power on. The battery cap ground contacts were found to be bent and broken. A test cap was inserted and the pump powered on and was exercised for 24 hours without any power events. Unrelated to the complaint, the display screen was found to be visibly cracked.